Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
A confirmed motor stall was reported. Patient had reported that the pump started ringing on it's own. The healthcare provider (hcp) interrogated the pump as of the date of this report and found a motor stall in the logs. The patient had not been in any MRI's or around any other magnetic fields. Per logs motor stall occurred on (B)(6) 2014 and recovered on (B)(6) 2014. Patient had no withdrawal symptoms. The pump was last filled (B)(6) 2014; drug in the pump was baclofen. The patient had been on that drug for a while. Hcp was going to give patient oral baclofen in case it's needed.